Event description:
During dialysis treatment, pt presented with temperature spike. Blood culture positive for klebsiella pneumonia. Pt admitted to hosp on 12/3/95 for treatment of sepsis and removal of catheter.